Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe had a broken plunger before use. No patient impact was reported. The following information was provided by the initial reporter: at the end of the infusion port infusion, 10ml flush was used to suppress and seal the tube. When the patient was given fluid rehydration and the tube was sealed, it was found that the end of the 10ml flush plunger rod was broken.

Manufacturer narrative:
Initial reporter phone# (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 1117207. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.